Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said the ins site is still draining; this issue has been occurring since implant and the patient said it does not appear to be healing. Patient thinks it isn't healing because something occurred during the implant procedure. As a result of what was reported, the patient was redirected an healthcare provider (hcp). Patient responded to a letter and said fluid is still draining; the issue has not been resolved. Additional information received from the patient who said the ins site never healed properly. They further elaborated and said it drains constantly and is infected. The patient spoke with their managing hcp who will implant a new one, but they want to find an hcp in the area that might be able to explant it. No device issue was reported and no further patient complications have been reported as a result of this event.